Event description:
Healthcare professional reported right side deflation device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease, one curved opening on the anterior, brown particles in the fill channel, and an observed void >1 mm in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified one sharp opening on the valve bond edge. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the valve bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.